Manufacturer narrative:
(B) (4) - broken zippers. Eval: results: front side a, the mattress envelopes red zipper tape is torn. Front side a, the literature bag is missing and the mattress envelope bottom has three small holes in it. Large window b broken stitches in element zipper. (B) (4).

Event description:
It was reported that a posey bed-acute care/ltc model 8050 had a broken zipper. No specific location of the zipper provided. No pt injury.